Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that a motor device "does not work". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.